Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this universal cutter, model 7060, was used during a system implant procedure. The patient later had a pocket infection, and the system was explanted. It was alleged the cutter may have contributed to the patient's infection. There were no patient effects reported due to the explant procedure. This model of universal cutter was included in a physician communication dated (B)(6) 2010.